Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which caused the customer to believe that the battery gauge was inaccurately displaying the battery charge level. The customer's blood glucose (bg) level was 437 mg/dl at the highest. Reportedly, the customer continued to use the pump for insulin therapy.